Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter homecare nurse from (B)(6) of break in aseptic technique and peritonitis with culture positive for klebsiella in a patient coincident with extraneal viaflex and physioneal 40, unknown bag therapies. On (B)(6) 2008, the patient began treatment with extraneal viaflex, 2 liters daily, and physioneal 40 2.27% , 10 liters daily, (lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date, a possible break in aseptic technique occurred. On (B)(6) 2011, the patient experienced abdominal pain, cloudy peritoneal effluent and was hospitalized due to peritonitis. On the same day, the patient began treatment with vancomycin ip and gentamicin ip (dose and frequency not reported). On an unknown date, the patient stopped the vancomycin and gentamicin and started unspecified antibiotics for the peritonitis. At the time of this report, the patient remained hospitalized. The outcome for the event of break in aseptic technique was not reported. The peritonitis event was resolving. Extraneal and physioneal 40 therapies were ongoing. Concomitant medications were not reported. The nurse considered the event of peritonitis with culture positive for klebsiella unrelated to extraneal and physioneal 40. The nurse did not provide an opinion of causality for the event of break in aseptic technique. The root cause of the peritonitis was due to a possible break in aseptic technique.